Manufacturer narrative:
H10: insufficient information is available to determine if a malfunction that required the battery change. Multiple good faith efforts (gfe) were performed on (B)(6) 2024 for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the battery was replaced. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation. H11: d4 - product UDI.

Event description:
Philips received a complaint from the biomedical engineer, reporting that the v60 ventilator needed a battery change. It was unknown how the issue was found. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
The biomedical engineer reported that the battery was replaced, and would be returned to service after recharging. No further details were provided regarding the event.